Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the tube extension was broken and missing a .162 x .218 piece at the clevis and tube extension interface. The clevis was dislodged from tube extension. The tube extension was fractured next to one of the keys that mates with the proximal clevis. The damage was likely due to mishandling/misuse. Failure analysis investigation also found the following: the tube extension had pad printing removal. There was a section where pad printing had a scratch, the pad printing had been removed. The scratch measured approximately .335 x .023. Failure analysis concluded that the pad printing removal damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the pad printing removed, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy surgical procedure, it was noted that the orange insulation on the monopolar curved scissors instrument was cracked. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.